Event description:
A customer contacted baxter's technical service center regarding a caution negative ultrafiltration (uf) alarm during drain 2 of 5. Drain volume was 5881 ml. Uf was -2395 ml. The technical service representative (tsr) helped the home patient's (hp) son to restart the drain. Drain volume increased to 5882 ml and moved into fill 3 of 5. During a follow-up call with the hp's nurse in 2008, the nurse stated that she was aware of this report. The nurse stated that the hp just began peritoneal dialysis at home and was having draining problems. The nurse stated that the hp was brought into the clinic and was not feeling well, so the hp was sent to the hospital where he was admitted due to cardiac problems. The nurse stated that the hp has a cardiac stent and might have had a myocardial infarction related to this. The nurse indicated that she does not believe this is related to the hp's peritoneal dialysis therapy. The nurse indicated that the hp did not exhibit any symptoms related to an increased peritoneal volume situation such as difficulty breathing. When asked if the hp's homechoice (hc) unit can be retrieved for evaluation, the nurse stated that she did not believe the hc is the problem and therefore did not want to have it evaluated. The nurse indicated that she believes the hp will be placed on hemodialysis for a period of time. The nurse also indicated that the hp's fill volume is 2500 ml and did not have any further information. Despite baxter's attempts, no additional information could be obtained regarding this event.

Manufacturer narrative:
The home patient's nurse did not want to have the homechoice unit evaluated at this time; therefore, the device will not be returned.